Manufacturer narrative:
Other, other text: h6) additional information was received indicating that the event occurred at customer's in-house testing facility; there was no patient injury. One cadd legacy 1 pump was returned for the evaluation of the reported issue. The device was received with a scratched screen. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. To further investigate, a functional test was performed. The reported event was duplicated. The root cause of the issue was determined to be the air detector. The air detector was replaced.

Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, pump had a bad air detector.